Event description:
The reporter stated the surgeon implanted a 13.0mm icm130v4 implantable collamer lens in the patient's right eye (od) in 2009. The lens was explanted three days later, due to excessive vaulting associated with narrowing of the angle and shallowing of the anterior chamber. An iridectomy was performed. The lens was exchanged for a shorter lens.

Manufacturer narrative:
.